Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information when opening the lower perforation of the inner packaging, the tip of the catheter, which was held in place by the packaging, came off easily. She tried this again during our telephone conversation with the same catheter from the same packaging, and again the tip came off easily.